Event description:
The customer contact reported air in the tubing distal to the pump. Line a of the pump was programmed to deliver normal saline, at a rate of 75ml/hr, with a vtbi (volume to be infused) of 250ml, and the delivery was started. Line b of the pump was programmed in the piggyback mode, to deliver and unspecified concentration of carboplatin, at a rate of 280 ml/hr, with a vtbi (volume to be infused) of 140 ml, and delivery was started. The customer contact indicated that after an unspecified length of time, the pump alarmed for "backprime." At this time, the nurse noted the carboplatin container was empty and that air was in the tubing to approx 3-4 inches distal to the pump. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pump was removed from clinical service. It was reported that a replacement pump and tubing set were used to complete the flushing of the carboplatin with normal saline. The pt was discharged from the outpatient dept as scheduled. During testing at the user facility, the pump passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.